Event description:
It was reported that the patient¿s ilet controller was dropped at school and the device screen was completely cracked, resulting in a damaged display component and loss of normal usability without any associated alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of device usability requiring replacement of the affected hardware. Investigation included a review of complaint details and device history, and an assessment of user-reported damage. Investigation of this case revealed physical damage consistent with accidental drop and screen breakage. It was concluded that the event was due to external physical damage rather than a device malfunction.